Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the electronic gas blender. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that electronic gas blender displayed error messages communication error and the gas blender shut down during procedure.there is no report of any patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. All gas blender values were within the normal range. Subsequent functional verification testing was completed without further issues and the unit was returned to service. In addition, cockpit log files were extracted and analysed: communication error message (error code 163) has been confirmed to be displayed on the cockpit reasonably when the units shut down. Post-market data analysis did not identify any concerning trend. Based on the gathered elements, the root cause of the claimed case cannot be identified. Nevertheless, based on the investigation's results of previous similar complaints and taking into consideration that the issue was not reproduced by the livanova field service representative, it cannot be excluded that an accidental user mistake or an infrastructure problem (e.g. Problem with hospital power supply) may have led to the reported event.

Event description:
See initial report.